Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinician contacted technical services regarding an alert on patient¿s device. An alert for high, out of range lv pacing lead impedance was observed on remote merlin.net transmission. Device was reprogrammed. Patient was fine post device reprogramming.